Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room for an unrelated reason. During interrogation of the patient's implantable cardioverter defibrillator, episodes of post paced t-wave oversensing were observed. Programming changes were made. The patient's condition was stable throughout the event.